Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output and experienced a low. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer. Device evaluation. Device evaluated by manufacturer. Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.